Event description:
It was reported the device has a broken case. The device was returned to the manufacturer and subsequently tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that the battery drawer was broken and the battery release and lead flex cover was contaminated. It was also noted that two side bail covers and the ring cover were broken and two side bails and the ring were missing.